Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) channel. In addition, high out of range pacing impedance measurements and loss of capture (loc) on bipolar configuration were found. No adverse patient effects were reported. The patient remained under monitoring. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available be updated.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) channel. In addition, high out of range pacing impedance measurements and loss of capture (loc) on bipolar configuration were found. No adverse patient effects were reported. The patient remained under monitoring. This pacemaker remains in service.